Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The caregiver reported while filling the pod with insulin a double beep was heard. At the time the caregiver was about to place the pod, the needle deployed early and caught the caregiver in the finger, causing it to bleed. The cannula was not visible; it did not deploy.

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed the first prime in an expected number of pulses and was deactivated before the start of the second prime, which would be the reason the cannula did not deploy. There were no damage or deficiencies found with the pod that would prevent it from completing activation and deploying the cannula during the second prime as intended.